Event description:
Additional information was received 09dec2020: prior to use, the physician performed a functional check of an ncircle tipless stone extractor. The basket was closed, but would not open. A second ncircle tipless stone extractor was opened, a functional check was performed and the device was found to be functioning properly. The physician endoscopically advanced the second device to the stone, but when he tried to capture the stone the basket would not open. A third same type device was used to complete the procedure without problems. This report is for the alleged malfunction with the second device. Reference MDR # 1820334-2020-02064 for the alleged malfunction with the first device.

Manufacturer narrative:
Event description: it was reported initially, prior to a transurethral lithotripsy using a ncircle tipless stone extractor, the basket could not be opened. The device was tested prior to use. Another same type device was used to complete the procedure successfully. Further communication with the user facility clarified that there was an issue with 2 devices during the procedure: when the physician performed the functional check of the first device prior to use, the basket did not open again once it was closed (reference MDR report # 1820334-2020-02064 ). Then, he opened the second basket. The second basket opened during the functional check prior to use, so the physician endoscopically advanced the second basket to the stone. He tried to capture the stone, but the basket would not open (reference this report ). A third same type device was used to complete the procedure without problems. The patient reportedly experienced no harm as a result of the issue. Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control data. One ncircle tipless stone extractor was returned for investigation. Inspection of the returned device noted: the device was returned with the handle and the basket formation in the closed position. The mlla [male luer lock adapter] was finger tight. The collet knob was tight and secure. The polyethylene terephthalate tubing [pett] measured 2.7 cm in length. The cannulated handle was protruding from the collet knob 1.7 cm. A functional test determined the handle did not actuate basket formation. The handle was disassembled during the investigation. The basket formation could not be manually actuated. There were kinks in the basket sheath 8.1 cm and 73.9 cm from the distal tip. The coil assembly was found stretched and had started to uncoil slightly starting at the junction of the cannulated handle coil junction. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are 100% verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The returned device was found to have a basket that was closed and could not be opened due to sheath damage. The sheath was kinked in two locations. It was also noted the cannulated handle protruded from the proximal end of the handle. It is possible the sheath was inadvertently damaged during use, then the force applied to the handle to open the basket caused the cannulated handle to move proximally and protrude from the handle. The cause for the observed damage could not be conclusively determined. The risk analysis for this failure mode was reviewed, and it was determined that no actions are required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during a transurethral lithotripsy using a ncircle tipless stone extractor, the basket could not be opened. The device was tested prior to use. Another same type device was used to complete the procedure successfully. No adverse effects to the patient have been reported due to the alleged malfunction.